Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that patient experienced unstable angina pectoris. On (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 34 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2022, the subject presented with symptoms of angina and was hospitalized on the same day for further evaluation and treatment. Six days after, the subject was referred for coronary angiography which revealed unknown % stenosis in proximal lad. This was treated with percutaneous coronary intervention and medication. Post intervention, residual stenosis was 0%. Three days post coronary intervention, the event was considered recovered/resolved and subject was discharged on the same day on aspirin and clopidogrel.